Event description:
An alert from home monitoring was received regarding high impedance of greater than 3000 ohms. The patient was brought into the clinic and routine device testing was done. There was no issue with lv lead pacing or sensing. No changes were made and this lead remains implanted. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.